Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer experienced an elevated blood glucose (bg) level of 532 mg/dl. A correction bolus was delivered to address bg. The customer cleaned the usb port and successfully charged the pump the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.